Manufacturer narrative:
The reported field event of alert for possible high voltage circuit damage (sosd) was confirmed. Review of the device image showed the device detected sosd during capacitor maintenance. Electrical testing revealed damage on two of the device's high voltage output transistors. The damaged transistors caused the reported sosd alert. The cause of the damaged transistors could not be determined.

Event description:
New information noted that the implantable cardioverter defibrillator was explanted and replaced. The right ventricular lead was capped and replaced (B)(6) 2021. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
Correction: d6b - explant date should have been included.

Event description:
Related manufacturer reference number: 2017865-2021-09464. It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardioverter defibrillator exhibited an abnormal alert of possible high voltage circuit damage and the right ventricular lead exhibited high pacing impedance and high capture threshold. No intervention was performed and the patient experienced no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardioverter defibrillator exhibited an abnormal alert of possible high voltage circuit damage. No intervention was performed and the patient experienced no consequences.